Event description:
A medtronic ent representative reported navigation was 1 cm inaccurate when navigating in the nasal cavity during a frontal endoscopic sinus surgery (fess). The patient registration passed and accuracy was verified before performing incision. The inaccuracy was reportedly found when going further inside the patient's nasal cavity. The surgeon chose to discontinue the use of navigation without impact to the patient outcome.

Manufacturer narrative:
The rep reported that the surgeon did not trace past the temples back towards the ears to give posterior data points for software accuracy. The rep later went on site to troubleshoot with a demo model. Registration with a metal bed provided showed high interference levels and registration was inaccurate. When the rep did not use the bed and registered away from the unit, registration was accurate. The rep met with the surgeon to educate further on avoiding metal interference and improving tracer technique.